Event description:
It was reported that before the procedure the device didn't pass the pre run test, he took the test tip and tested it, still same issue. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for activation issues to occur.